Event description:
While ventilating a pt, the ventilator posted an error in the display and then the ventilator reset. After the ventilator reset, the pt was not receiving set breathing rate. The unit then exhibited audible and visual apnea alarms. The user bagged the pt unitl a replacement ventilator was made available. No pt injury.